Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump went black as replaced the battery. Customer¿s current blood glucose was not given. Customer performed troubleshoot for blank display but display did not return after pump restart. Customer advised to display did not return after pump restart. Customer stated that they got alarm for insulin flow blocked but unable to performed troubleshoot due to blank display. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display due to unplugged battery connector.